Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl failed to shock during cardioversions. There was no reported patient involvement.